Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 500 mg/dl with small to moderate level of ketones. Reportedly, the customer changed the supplies on the pump but did not find a cause of the elevated bg level. To address the elevated bg level, the customer delivered correction boluses and administered manual injections. Recommendation was made to consult with health care provider regarding diabetes management.